Event description:
On 8/26/97 the account reported an erratic phenytoin result of 1.8 mg/l, which was run on the axsym analyzer. The result was questioned by the physician. Retest results were 30.7mg/l and 30.4 mg/l. The pt was not treated based upon the first reported result. No report of injury. According to the customer, the message history log identified several lls errors for the processing probe. The account checked the processing probe and noticed that the teflon was damaged. The account changed the probe and calibrated it.